Manufacturer narrative:
Continuation of d11: product ID: 3889-33, lot#: va1q6gf, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that the device had shocked them, they had pain near the leads, and pain around the belly button area. They reiterated they had seen a healthcare provider who wanted to replace the stimulator, but they did not want to. They saw another healthcare provider who did an x-ray and a computed tomography (CT) scan, which showed the lead was still placed correctly, but it was fractured. The patient confirmed they had not had any falls nor trauma, but stated it could have been due to a change in weight. They planned to see that healthcare provider again on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when their ins battery was last checked, they were told they had a little less than half of the battery left on it. They asked about ins battery longevity, and expectations were reviewed. They were still having tenderness and pain at the ins site, which had become worse and was radiating all the way down the other side of the body and radiating down their leg. A healthcare provider's office they previously went to had been contacting them wanting to schedule device removal, but they were "freaked out," and had no intention of following up with that practice.

Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported they had inflammation, soreness, and tenderness in the area of the neurostimulator site, which they noticed two weeks ago. When they saw a different doctor at their previous urologist's office, they were told they probably had an infection and removal of the device was suggested. They had not ordered any imaging and had not checked the device with equipment, so the patient requested a second opinion.